Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The relevant dimensions can not be verified anymore because the broken fragment was not sent back for investigation and as the prongs of the cardan joint are damaged. The heavy stress marks are an indication that excessive torque was applied onto this instrument. This can lead to a deformation of the shaft within the sleeve and cause such stress marks by friction between the shaft and the sleeve. Finally such excessive torque will also lead to a failure of the cardan joint or the weld of the tip like in this case. The failures of the distal tip are due to stresses that exceed the material or weld strength. Since the force delivered by this instrument is not torque limiting, the amount of tightening torque is unknown. According to the risk assessment, torques above and below the recommended 1.2 nm present clinical risks associated with the success of the procedure. In addition, delivering a torque beyond the strength of the instrument can lead to breakage of the device. A CAPA has been opened for this complaint event.

Event description:
One level anterior cervical discectomy and fusion (acdf). The surgery was performed to relieve degenerative disc disease at the c6-7 level in the neck. Zero p angle driver broke during surgery. The actual tip (part number 03.617.900.001) of the driver broke off of the main driver (part number 03.617.900). One of the screws at the break point also broke. All the pieces were retrieved. There was no delay in the surgery and the patient was not adversely effected. The tip was lost after the procedure during cleaning. Surgeon is requesting that the driver be replaced.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.